Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the internal battery kept failed and station shut down on its own. A field service engineer (fse) arrived on site, and the station immediately shut down without any action taken. All cables were checked and reseated. During the hardware diagnostic test, the power supply and battery showed a failure with the error battery not within range average. The battery was replaced and retested, but the same error remained. The power supply was then replaced and retested using the hardware diagnostic application, which resolved the error. The station was checked for any other issues, and the electronics drawer was cleaned. The system was working properly, and the customer verified functionality by logging in and testing the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, internal battery keeps failed and ststion shurt down by its own. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.